Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: evfxplus-26 (B)(6); product type: 0195-heart valves; implant date: n/a; explant date: n/a product ID: d-evolutfx-2329; product lot number: 0012997825; product type: 0195-heart valves; non-implantable device. Product ID: evfxplus-26 (B)(6); product type: 0195-heart valves; implant date: (B)(6) 2025; explant date: (B)(6) 2025 image review: four still fluoroscopic images were reviewed. It was reported that a pre-implant aortic valvuloplasty was performed. F luoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. Valve depth prior to final release was assessed in an undetermined view showing an approximate depth of 2mm and no signs of aortic dissection. As stated in the instructions for use (IFU), the recommended target depth of 3 mm relative to the valve annulus. If the implant depth is =1 mm or 5 mm, consider recapture. In this case, the range of depth was within guidelines. Sometime after final release and removal of the delivery catheter system, the valve dislodged from the aortic annulus. The dislodgement event was not captured therefore it is not possible to validate cause of the dislodgement. A subsequent angiogram showed the valve in the ascending aorta and a possible aortic dissection. The valve was reportedly snared and during advancement of a second delivery catheter system, the dislodged valve interacted with the ascending aorta which most likely caused the aortic dissection. As stated in the IFU: repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Furthermore, potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization; cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention). The patient¿s executive summary was available, permitting complete anatomical assessment. The patient¿s aortic valve appeared to be mildly calcified with an annulus perimeter that measured 68.4mm with a perimeter derived diameter of 21.8mm suggesting a 26mm evolut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve in the ascending aorta, an aortic dissection was observed. Subsequently, surgery was planned to repair the aortic dissection and explant the transcatheter valve. Per the physician, the valve and implant procedure contributed to the dissection. Additionally, the depth of implant was reported to be a contributing factor. Additional information was received that the intended implant depth of the valve was 3 mm on the non-coronary cusp and 4 mm on the left coronary cusp. Upon the final release from the delivery catheter system (dcs), the valve moved supra-annular. The patient became hypotensive. Subsequently, the valve was pulled above the sinotubular junction using a snare. A second valve was attempted to be implanted; however, when attempting to advance the dcs past the first dislodged valve, the first valve dug into the wall of the ascending aorta, causing the dissection. Additionally, it was noted that the patient had a large ascending aorta, and the dislodged valve had no apposition to the aortic wall. Per the physician, the dcs did not cause or contribute to the dissection.

Manufacturer narrative:
Updated: d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.